Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was to be implanted within the patient's left bronchus on (B)(6), 2010. According to the complainant the patient's anatomy was not tortuous, and the lesion was predilated. During the procedure the deployment suture was pulled in order to release the stent. The suture was pulled completely off the device without resistance, however the stent only partially deployed. The physician waited two minutes and then removed the stent and delivery system without issue. The stent was still attached to the delivery system upon removal. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
The returned device consisted of the delivery system, a deployed stent and the deployment thread. A visual examination of the stent found that it was fully expanded. Device analysis determined that there were no issues with the returned device components which could contribute to the complaint incident. Based on the condition of the returned device the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was to be implanted within the patient's left bronchus on (B)(6), 2010. According to the complainant the patient's anatomy was not tortuous, and the lesion was predilated. During the procedure the deployment suture was pulled in order to release the stent. The suture was pulled completely off the device without resistance, however the stent only partially deployed. The physician waited two minutes and then removed the stent and delivery system without issue. The stent was still attached to the delivery system upon removal. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.